Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report inaccurate cgm readings on (B)(6) 2013. For example, the patient reported the following discrepancies: cgm reading low and blood glucose meter reading at 105 mg/dl, the cgm reading at 80 mg/dl and then increased to 95 mg/dl, cgm at reading 163 mg/dl and blood glucose meter reading at 127 mg/dl, the cgm increased to 191 mg/dl, and then after calibrating the values were in range with the cgm reading at 153 mg/dl and the blood glucose meter reading at 143 mg/dl. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.